Event description:
It was reported during a procedure at the user facility, the device had a rise rate error resulting in the procedure being cancelled. No medical intervention was reported.

Manufacturer narrative:
The device was repaired and passed the final inspection before it was returned to the account.

Event description:
It was reported during a procedure at the user facility, the device had a rise rate error resulting in the procedure being cancelled. No medical intervention was reported.